Event description:
It was reported that the triathlon handle broke during surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The received device was evaluation and the trigger component was dissociated from the device. The event was confirmed. The investigation concluded that the trigger pin dissociation was a result of a previously identified supplier manufacturing nonconformance associated with the complaint investigation due to undersized trigger pin diameter. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the triathlon handle broke during surgery.